Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: investigation could not be complete since the subject pump was damaged beyond investigation. There was moisture in the display lens due to a leakage through the damage audio bolus button. The water damage prevented any further adequate investigation.